Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported being hospitalized due to inaccurate cgm readings. The patient was also wearing a tandem insulin pump. At some point during the event, the patient's cgm was reading around 220-230 mg/dl while the bg meter was reading around 270-285 mg/dl. It was not specified when during the event these values were taken. The patient experienced confusion, nausea, vomiting, and was eventually diagnosed with diabetic ketoacidosis (dka). The patient was treated with IV insulin and discharged after 2 days. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.